Manufacturer narrative:
Reported device will be evaluated by engineering once it is returned by the customer.

Event description:
Performing a study with baep monitoring. Loss of responses were seen and reported to surgeon. When case was over they checked the stimulation clicks. The left clicks were heard in the right transducer and the right clicks were heard out of the left transducer.

Manufacturer narrative:
Based on this investigation, the root cause of the issue (left/right audio swap) is an undefined software variable which may trigger the swap when switching between tests. A risk review was conducted. The risk has been deemed minor (9). It was concluded that there is no risk to patient or user safety and possible injury. The issue is obvious to the medical professional.

Event description:
Performing a study with baep monitoring. Loss of responses were seen and reported to surgeon. When case was over they checked the stimulation clicks. The left clicks were heard in the right transducer and the right clicks were heard out of the left transducer.